Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 81, 192 and 156 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.